Manufacturer narrative:
Per the user facility's biomedical technician, it had failed twice and seems as though the pressure is high.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure , the electronic patient gas system (epgs) failed calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical technician, the problem was that the flowmeter to the vaporizer was leaking. He removed and tested it and did not find a problem. The machine kept failing the gas calibrations and was producing a lot of pressure in the hoses.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint. After troubleshooting, it was found that the gas line was kinked to oxygenator causing the oxygen (o2) sensor calibration failures. He repaired the kinked lines. The unit operated to the manufacturer's specifications. Per data log analysis, on 17-jan-2019, calibration is attempted and failed at 08:44:22 am with o2 sensor out of range at calibration (o2 sensor value = 0). This occurred twice and the system is power cycled. Calibration is attempted again at 14:26:32 and failed with "flow motor/mechanical fault". The system is power cycled again. Calibration is successfully performed at 15:49:57. Calibration is tried again and failed with "flow motor/mechanical fault". Calibration is attempted again three more times and passes twice. The failure was "flow motor/mechanical fault" again. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.